Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8kped01a for evaluation. An in-house testing was performed using the returned meter with returned test strips and in-house contour next link 2.4 meter with the in-house contour next test strips from lot # 8kped01a, which gave satisfactory performance. All blood readings obtained during in-house testing were properly marked in the meter's memory. Additionally, a device history record for the suspected contour next link 2.4 meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight were not provided. The device identifier # could not be determined based on the available model #.

Event description:
The advocate from canada stated that she tested the customer's blood glucose on the contour next link 2.4 meter and obtained a reading of 1.9 mmol/l at 12:06 a.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. The customer had no symptoms of hypoglycemia. Although, as a precautionary measure, the advocate gave fordex, 15 units of carbohydrates to the customer at 12:06 a.m. Later, at 12:23 a.m., the customer ate one slice of bread with peanut butter, which had 17 units of carbohydrates. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.